Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow-up call, it was reported to nevro that the patient was explanted as a result of an infection at the lead incision site. The patient reported that she was hospitalized and was given IV antibiotics. The patient has recovered and there is no further report of complication.